Event description:
It was reported that the xmax does not function. Report 1 of 1 complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to synthes ous service and repair files legacy review/remediation protocol-complaint handling and MDR reporting. Device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. During pre-repair assessment performed by technician it was found damaged blades, motor starts with hesitation; screw on coupling housing was loose; angle piece leaks slightly. The technician examined the motor and replaced seal on angle piece.